Event description:
During preventative maintenance of the device, the service representative reported that the upper housing of the roller pump was cracked. The device was returned for investigation and repair. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.